Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open continuous vascular anastomosis, at the end of the suturing, the thread broke. Several stitching's were made with 2 different types of sutures to resolve the issue. The operating time increased by 15 minutes. There was also blood loss of unspecified amount. There was no patient injury.